Event description:
The customer reported that while the iabp was in use on a patient, the iabp was not augmenting properly when there was no indication of an alarm or insufficient trigger. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Investigation determined that the customer had incorrectly wired the external interface cable so that it did not properly respond to the triggers generated by their external monitor. Cable wiring is discussed in the operating instructions. The customer has been advised of the incorrect wiring. (B)(4)..